Event description:
It was reported that a tibial impactor head fractured during impaction of tibial base plate. There is no additional information available.

Manufacturer narrative:
(B)(4). H3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Correction: h4. Visual examination of the returned product was completed and found that the device was fractured. The device was submitted for further analysis. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The analysis identified the fracture was consistent with the device fractures analyzed in (B)(4), which indicates overload failure or low cycle fatigue culminating in the overload failure. Medical records were not provided. Review of the device history record identified no deviations or anomalies during manufacturing. The device has a potential field age of over twelve years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. Time. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.